Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse observed the customer run calibration, qc, and patient samples without errors. No further issues were noted. The reported event could not be duplicated. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12sep2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual appendix 4- error messages was reviewed. The aia-2000 operator's manual indicates that 2061 tip detachment failure by main arm error message is generated when a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact the service department. The most probable cause of the reported event is unknown.

Event description:
It was reported that the customer received the "2061 tip detachment by main arm" error with their aia-2000st analyzer. The customer stated that the tip trays were full, the waste was clean, and periodic maintenance (pm) had been completed the day before. The customer ran the "all set home" command two times without errors. Technical support instructed the customer to repeat the "all set home" command, and to clean the tip picker with alcohol. Further inspection of the analyzer did not reveal any tips tossed in the tip tray, near the tip picker, or attached to the tip picker. Then, technical support (ts) instructed the customer to repeat quality control (qc) and the error returned. Ts instructed the customer power down at the flip switch and complete a version up. When ts followed up with the customer later that day, ts instructed the customer to run some samples, but the error reoccurred with a few of the samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), luteinizing hormone (lh ii), estradiol (e2), and alfa-feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.